Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the returned device was completed. Endologix received one (1) alto delivery system for evaluation. The device was shipped in a large shipping box, within the original product box, within two biohazard bags, and wrapped with an absorbent material that had blood residue soaked in it. The sheath was returned. A 12 ml syringe containing approximately 1.5 ml of fluid was returned still attached to the delivery system balloon fill port. The stent graft was not returned as it was implanted in the patient as reported. There was blood residue present on the device. The sheath was removed during decontamination. Visual and limited functional analysis was performed. Upon initial visual inspection, the oval balloon fill tube exhibited six kinks at 10, 12, 16, 18, 20, 24, and 27mm proximal to the proximal lumen spacer. The bond between the guide wire lumen and the proximal lumen spacer is compromised and the guide wire lumen is able to slide freely within the lumen spacer. There is a kink in the tapered area of the polynemid polymer fill line at 20mm proximal to the proximal lumen spacer. There is a kink present in the pvc balloon file line in the rear of the handle approximately 5mm from the handle half. There is also a kink in the hypo tube at approximately 242mm proximal to the handle halves. A 30ml syringe filled with tap water was connected to the device in the as-received condition. The balloon was unable to be inflated while the device was in a straight configuration with a stiff wire inserted in the guide wire lumen. The device was then placed in tension by pulling the nose cone relative to the hypotube which straightened the kinks that were present in the oval balloon fill line and the balloon was able to be inflated and deflated with expected performance. Based on the analysis performed the complaint is confirmed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the delivery system: problem inflating balloon; problem deflating balloon complaints are unconfirmed. This is not consistent with the reported event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable and no clinical harm from the reported event. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was being implanted with an alto abdominal stent graft system. During the procedure, it was reported that the physician encountered difficulties in inflating the integrated balloon of the stent graft, causing tension alteration. However, the balloon was gradually inflated and deflated successfully after negative pressure was applied. A non-endologix balloon was used to complete the sealing ring ballooning, and the procedure was completed without issues. Type 1a and 1b endoleaks were detected and resolved by the implantation of a gore cuff and extension. The integrated balloon was manipulated and deflated without issues after the procedure. There was no report of impact to the patient.

Manufacturer narrative:
Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.